Manufacturer narrative:
Evaluation summary: qa analysis of the returned balloon catheter revealed that there was blood visible on the hub and dried blood and contrast visible on the shaft and on and in the balloon. The balloon and tip was separated at the proximal end of the distal seal and was returned on a bmw guide wire. The balloon catheter was returned with one balloon marker visible on the integrated wire. The distal end of the integrated wire was in a hook shape. The bmw guide wire was returned with thick dried blood and contrast visible on the core and coils. There was 12 mm of the tip of the balloon catheter on the guide wire located 16 mm distal to the brachial marker. The proximal 13 cm of the guide wire was in a large hook shape. There was corrosioin visible on the proximal solder. There were offset intermediate coils 2 mm, 4.5 mm and 7 mm proximal from the center solder. There was offset and overlapped intermediate coils 5 mm proximal from the center solder. The tip inner diameter met the mfg criteria. The integrated wire was pulled on to confirm the other balloon marker was present. Quality engineering reviewed the incident info and analysis of the returned device. Visual inspection of the returned minirail confirmed that the distal tip had separated from the balloon catheter, and was returned detached. The fracture faces were jagged, which suggests that the separation may have been caused by tensile overload. Also, it was noted that the guide wire was found to have offset and overlapping coils. Reportedly, resistance was encountered during insertion of the guide wire. This interaction may have caused the tip to kink during advancement of the guide wire, and then stretch/separate during attempted removal of the guidewire. This resistance likely contributed to the guide wire damage, but the cause of the initial resistance could not be determined from the analysis. Dissection, as listed in the instructions for use, is a known adverse event associated with the use of ptca catheter and is generally not associated with a quality issue with the balloon catheter or the guide wire. In this instance, there does not appear to be any indications of a balloon catheter quality problem with the device. The lot history record was reviewed and there were no non-conformities associated with this product lot.

Event description:
During the procedure, the fx minrail was advanced to the lesion, but would not cross. Upon removal of the fx minifail, the fixed wire (integrated wire) came apart from the balloon and caused a dissection. The dissection was not treated and the pt was fine. Reportedly, there were no pt effects. This event is being filed based on the analysis of the returned fx minirail, which revealed a catheter tip separation.